Event description:
This rv lead was implanted on (B)(6) 2011 and remains at this time. A call was placed to technical services on 08/05/2016 stating that getting warning that it reset to unipolar pacing and rv lead reset. Seeing noise on rv lead and did cause some inhibition pause of about 2 seconds. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).